Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded loose drive support disk. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, broken battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that insulin was squirting out of the insulin pump and when she released the act button, it continued to do so. Customer's blood glucose was 224 mg/dl. The drive support cap was sticking out. The customer did not recall pressing the cap while connected. She was advised to revert to a back-up plan. Nothing further was reported.